Event description:
The pump was returned for investigation. Investigation revealed contamination found on the force sensor and the force sensor was found to be out of calibration. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black history revealed no evidence of loss of prime. The rewind, prime and load steps were performed with no issues with loss of prime. The pump was exercised for (B)(4) on a 1 unit per hour basal program with no loss of prime. The force sensor was found to be out of calibration. The pump was opened and there was contamination found on the force sensor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.